Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with the reported problem identified. The device was returned and evaluated. A full functional testing, electrical safety testing, calibration, and a simulated therapy were performed with no issues noted. The reported problem was identified as a system error 2051 but the cause could not be determined. The device was sent for normal servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro presented an alarm during patient use. The specific alarm was not reported. It was not specified when in the therapy this occurred. There was no patient injury or medical intervention reported. No additional information is available.